Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (400's mg/dl), and high levels of ketones. Reportedly, the contact discovered that the customer did not fill the tubing with insulin during the load fill tubing sequence. Contact reached out to customer's health care professional (hcp) who instructed customer to deliver a bolus, via an insulin pen to address bg level. The customer's blood glucose level decreased to 173 mg/dl. Customer technical support instructed contact to fill tubing, reconnect back to site, fill the cannula, and resume insulin delivery. Contact acknowledged.